Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.0/2.0/89(sphere/cylinder/axis), implanted collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was other "the lens size did not fit the patients eye."

Manufacturer narrative:
H3- device evaluation: lens was returned in a microcentrifuge vial with residue on product. Visual inspection found no visible damage to lens. Residue on lens surface was observed. Claim #: (B)(4).